Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported that the customer came in with a blood glucose greater than 700 mg/dl and her pump had been managing her blood glucose prior, so they were not sure if she was misdosing. They got her blood glucose back under control and put the customer back on the insulin pump. Customer's blood glucose then went up to 582 mg/dl. Customer had a bent cannula. Customer stated that she had changed the set twice before going to the hospital and before the bent cannula was found. Customer was concerned about the absence of the no delivery alarm. Customer performed the high pressure test and the test passed both the first and second time it was performed. Customer was explained that back pressure was needed to produce the alarm. Customer stated that she started having chest pains and was instructed to go to the hospital by her health care professional. Customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis, metabolic acidosis, and high blood glucose. The site was discarded.